Event description:
Information received by medtronic indicated that the customer received an error "pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement" (pump error 130) . No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was unable to clear the alarm, unable to complete the rewind. It is unknown whether the customer will continue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer returned the pump for alleged pump error 130 alarms found on (B)(6) 2023. The pump was received with a corroded battery tube and passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 130 alarms noted during testing. A review of the pump history file reveals the following alarms: pump error 130 ((B)(4)) mfda alarms: -----(B)(6) 2023 2x 23:19, 3x 23:27, 3x 23:28, 23:29, 2x 23:34, 2x 23:28, 2x 23:45, 23:47, and 23:48 -----(B)(6) 2023 2x 00:38, 5x 04:14, 04:15, 04:16, 04:17, 2x 04:18, 07:35, 2x 07:36, 5x 07:38, 6x 07:39, 2x 07:46, 2x 07:47, 07:50, 2x 08:05, and 5x 08:07 -----(B)(6) 2023 2x 04:30, 04:46, 04:47, 2x 0448, and 2x 05:05 pump error 43 ((B)(4)) motor drive error alarms: -----(B)(6) 2023 23:29, 23:34, 23:35, 23:44, 23:45, 23:46, 23:47, 23:48, and 23:49 -----(B)(6) 2023 2x 04:16, 04:18, 2x 04:21, 04:22, 04:23, 04:24, 07:34, 07:35, and 08:05 pump error 2 ((B)(4)) main ipc alarm or motor ipc alarm: -----(B)(6) 2023 08:06 pump error 82 ((B)(4)) motor power request timeout alarms: -----(B)(6) 2023 07:40, 07:43, and 04:49 -----(B)(6) 2023 04:31, 04:34, 04:38, 4x 04:41, 4x 04:43, 04:50, 04:53, 4x 04:58, 05:07, 05:11, and 4x 05:14 pump error 53 ((B)(4)) software error alarm: -----(B)(6) 2023 08:06 pump error 60 ((B)(4)) power deadlock alarms and pump error 4 ((B)(4)) main processor communication alarms: -----(B)(6)2023 4x 05:00, 6x 05:01, 6x 05:02, 6x 05:03, and 5x 05:04 the pump was cut open for visual inspection. Corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), motor flex cable/tail, and vibrate harness assembly. Rust and corrosion were found on the motor, motor home switch, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The pump error 130 alarms located in the history files may have been an intermittent failure that was not detected during our testing. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, and pillowing keypad overlay. Pump error 2, pump error 4, pump error 43, pump error 53, pump error 60, pump error 82, and pump error 130 alarms are all confirmed due to corrosion, moisture damage, and a corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.